Event description:
The initial attorney report alleged adhesions, explant of mesh. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2002-pt underwent repair if incarcerated incisional hernia with composix kugel mesh. On (B)(6) 2002-pt underwent total abdominal hysterectomy, bilateral salpingo oophorectomy. During this procedure the composix kugel mesh was excised. On (B)(6) 2002-office visit notes "completely healed, discharged from care." On (B)(6) 2003-office visit notes "she had an incisional hernia in the upper part of the abdomen, her previous mesh was removed, plan to repair the defect with a kugel patch (B)(6) 2003." On (B)(6) 2003-pt underwent repair of hernia with a composix kugel mesh. On (B)(6) 2004-pt admitted for severe abdominal pain. Etiology is unclear, a CT scan revealed no lesions. Pt improved and was discharged. On (B)(6) 2004-pt underwent total abdominal colectomy and ileo rectal anastomosis. During this procedure the composix kugel mesh was excised.

Manufacturer narrative:
Initially, one event was reported by the pts' attorney. However, review of the medical records showed there to be an additional implant. This is a pt with comorbidities of chronic abdominal pain, ibs, dyspepsia, severe constipation, and colonic inertia. There is no indication in the info provided that a device failure occurred. On two separate occasions, this pt had undergone hernia repair surgery with composix kugel mesh. The medical records indicate that both times, the meshes were excised as a consequence to procedures unrelated to the mesh. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Additionally, no sample was returned for evaluation. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted. The composix kugel mesh implanted on (B)(6) 2003, was reported to the FDA in accordance with (B)(4).